Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date unknown. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Device has not been returned to manufacture. Implant still implanted.

Event description:
It was reported that the abutment screw bent in the patients mouth while eating and damaged the implant's internal threads. Dentist removed the damaged screw, but the implant internal threads needs to be thread tap. Dentist did not have a part number for the implant, but stated that it was a tapered screw vent.